Event description:
Pt returned from surgery at 1130 then developed complications, which were suspected as internal bleeding, and was returned to surgery at 1500. Pt had three pumps running, one with dobutamine, one with dopamine and the third with lactated ringers infusing. When the pt was transferred back to her room at 1630 the pt coded and CPR was performed. It was then that two of the pumps were plugged into an electrical transfer pole and the third was not. This pump read off. Discrepancy in reports as to when low battery alarm sounded, i.e. As the pt was being returned to surgery or when being returned to her room. Some hosp personnel believe that the pt may not have rec'd the sufficient dosing of the inotropic medications due to the lactated ringers not infusing through the same line, which may have been why the pt coded. Pt was revived. Contact person theorized the pump was functioning as it was intended, it is just the personnel do not understand the charging of the battery.